Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) reported that a false positive sars-cov-2 result was generated while using cobas sars-cov-2 test .the sample was retested using genexpert, sansure biotech, and cobas and generated negative results. The positive results were reported to the clinician and/or patient. The sample was collected using a nasopharyngeal swab with cobas polymerase chain reaction (pcr) media swab and flock swab, which was stored at -70 degree celsius and thawed at room temperature before being transfered to secondary tube. Though patient information was requested, no information was available. No harm was alleged.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Manufacturer narrative:
The first run on the cobas® 8800 instrument generated a positive result for both target 1 and target 2with a robust curve. The customer repeated the sample using the gene expert system and generated a negative result. The sample was repeated again using the sansure biotech system and generated another negative result. The sample was repeated again on the cobas® 8800 system and generated a negative result with a flat curve. A review of the data provided did not show any major shifts or suppressions in the control curves of the initial or repeat run on the cobas® 8800 system and the control CT¿s performed in line with release data. An investigation was performed and no product problem was identified. There is no indication based on the investigation performed and the information provided that the product is not performing as intended. It is likely the discrepancy alleged is due to site specific factors like a sample mix up. The sample was not requested as the cobas® 8800 system was able to generate a result that aligned with the results on the other two systems. (B)(4).